Event description:
A us distributor contacted zoll to report that a patient developed an itchy skin irritation under the therapy pads of the lifevest equipment. The patient's physician prescribed atarax-hydroxyzine and betamethasone cream for the skin irritation. Follow up indicated that the medications helped the skin irritation to improve.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.